Manufacturer narrative:
Item in package is a driver used to drive screws during surgical procedures. In this specific instance, it is noted that this driver was from the aculoc 2 system; this is consistent with documentation for 80-0728, as it is used throughout many variations of the aculoc 2 system as per where-used check in sap coois t-code. Performed visual examination without magnification. Part and batch numbers confirmed. Total length of returned driver is approx. 2.6980 inches whereas the drawing for this part denotes full length as 2.75 inches. As such, approx. 0.0520 inches of this device are missing; as per the event description, this was left in the patient. Performed visual examination with magnification. Magnification focused on break face of the drive end. Break face is not perpendicular to axis of driver; break face is at moderate diagonal slant to the driver's central axis. Breakage present near transition of radius to drive feature. Orientation of this face may potentially indicate the presence of torsional and oblique fracture patterns at this transition. Additional mdrs associated with this event: 3025141-2021-00069: screw, 3025141-2021-00070: plate.

Event description:
While implanting an aculoc 2 plate, a driver was used to insert a locking screw. The tip of the driver broke off in the head of the screw and could not be removed. It remains implanted in the patient's body.